Event description:
Pt had left femoral injury on 1/31/97. This was a refracture of a previously fx femur. Pt had orif of distal femur fx. Now pt has had increasing pain & the screws have broken proximally & the plate is loose. Fx not healed, to or for bone graft & fixation of left distal femoral refracture.